Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The biosensor was inserted into the back of upper arm on (B)(6) 2025. On (B)(6) 2025, the patient arrived home from work. The biosensor displayed a low glucose reading of 79 mg/dl in the stelo app. As values were dropping, she ate candy bars, sweet tarts and drank a half a liter of coke. No symptoms were specified. The cgm value was not increasing so she ate 2 glucose tablets. The values did not increase. She felt unwell, shaky, and had stomach cramps. She used a glucometer to check her bg level. The bg value was 287 mg/dl. Her spouse transported her to the ER for evaluation. The healthcare provider (hcp) drew labs and determined the biosensor was inaccurate. No bg or cgm values were specified for the time period. She was treated with IV fluid to prevent dehydration, and received unspecified medication to lower her bg level. Several hours later after her bg stabilized she was discharged home. The hcp recommended she remove the sensor as it continued to show inaccurate readings. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional customer or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.